Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a cesarean section was performed under combined spinal-epidural anesthesia. The operation was about to end, and the skin was closed with synthetic absorbable sutures (4-0). After the assistant sewed a few stitches, the needle thread broke at the tail end of the needle, causing bleeding at the suture point. The amount of bleeding increased, increasing the risk of infection. The circulating nurse promptly replaced the suture with the same type and model and continued the suturing. The operation was successfully completed, and the maternal vital signs were smoothly sent back to the ward.